Manufacturer narrative:
Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thump software. No pump error 43 or pump error 23 alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on [02/11/2025 at 11:26:32.000] and pump error 23 confirmed in the pump history/trace files on [02/11/2025 at 13:31:45.000]. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found corrosion damage on the motor home switch and moisture damage on the keypad flex connector, pcba 1, and pcba 2. Test sc1-cap properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, and cracked belt clip rails. Alleged pump error 43 confirmed in the pump history files on [11-feb-2025] due to corroded motor home switch. Unexpected pump error 23 alarms not confirmed during testing. Exposure to moisture on the keypad flex connector, pcba 1, and pcba 2 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the pump will be replaced. The customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery for > 8 hours, or an error occurred immediately after battery change. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.